Event description:
Report received of a tubing separation. The pt had normal saline infusing via the tubing set. During an unspecified radiology procedure, the tubing was reported to separate from the filter. The radiology technician called for the nurse. The nurse replaced the tubing and the procedure was continued. There was no reported bleed back and no reported adverse pt event. Though requested, there was no further info available.